Event description:
As reported, during receiving inspection at china ups warehouse, this disposable pressure transducer had biological materials in sterilization packaging. There was no patient involved. The device was not available for evaluation.

Manufacturer narrative:
The product is not expected to be returned for analysis; however, an image was provided for investigation. An investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Two photos were reviewed. Customer report of materials in the sterilization packaging was confirmed. Photo showed a tyvek pouch from reported model and lot number. In the image, a fiber-like materials were visible stuck in the sealing area. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. It could be concluded that the most probable cause for the issue is related to the manufacturing process. A personnel acknowledgment related to this complaint was provided to the manufacturing personnel. Additionally, it was verified that during the manufacturing process there are controls to avoid potential causes related to the reported malfunction.